Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient had a pre-existing non-medtronic surgical valve. Despite a new valve having to be prepared and deployed, there was no significant procedural delay that occurred. Per the physician, the main contributing factor was the fact that the valve was recaptured partially and not fully while possibly part of the inflow was super annular.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012266590); product type: 0195-heart valves; implant date (B)(6) 2024; explant date (B)(6) 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, fluoroscopy inspection showed the valve was loaded successfully. The valve was deployed and recaptured two times due to the implant depth was too high. Upon the third deployment, an infold was noted at the inflow of the valve. The valve was fully recaptured and removed from the patient. A new valve was used for implant. No adverse patient effects were reported.